Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a pinnacle mom hip on her left side. On or about(B)(6) 2007, pt was implanted with a pinnacle mom hip on her right side. After the surgeries, pt experienced elevated metal ions in her blood, severe pain, discomfort, and inflammation in her left thigh and groin. She also experienced a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.